Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent colonoscopy on (B)(6) 2013 due to history of crohn¿s disease and abdominal pain.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, dysmenorrhea, cystocele and rectocele. It was reported that the patient had the concurrent procedures of a laparoscopic supracervical hysterectomy, bilateral paravaginal repair, rectocele repair and cystourethroscopy performed during mesh implantation. It was reported that in 2012 the patient underwent mesh revision/removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016. It was reported that following insertion the patient experienced incontinence. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to incomplete bladder emptying.